Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: "total abdominal hysterectomy" "the surgical tech cleaned the jaws of the eb010 with a wet lap pad and activated the knife blade to clear any eschar buildup. The knife blade failed to retract keeping the jaws locked. After manually pulling the knife trigger the blade retracted but the jaws remained locked." Applied medical received additional information from the sales rep on april 18,2017 via email: it was confirmed that the eb040 was the product that malfunctioned. The device was activated12 times and cleaned twice, the second time the device was cleaned is when the jaws locked up. The surgeon was activated on uterus and associated tissue in a common hysterectomy. The surgical tech attempted to manually open the handle. The surgeon wasn't aware of the jaws becoming locked while being cleaned on the back table. I was able to have another eb040 opened by the circulator before the surgeon realized what happened in an effort to keep the case proceeding without interruption. Type of intervention: an additional eb040 was used. Patient status: no patient injury

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed the unit was returned in the latched position with jaws fully closed. Engineering observed that a component located at the bottom of the trigger that allows the trigger to be engage to the handle, was bent. Engineering readjusted the shape of the component and found that the trigger was able to engage and disengage as intended. The root cause of the event is a bent component within the trigger of the handle. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary.